Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor backplane and a defective g5 vu esm board. In consequence (correction) the defective vu esm board was replaced. There was no patient or user harm.

Event description:
Vent alarmed and displayed panel connection lost.

Event description:
Vent alarmed and displayed panel connection lost.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user within the us, report reference (B)(4). Vent alarmed and displayed panel connection lost.the respirator could not be operated and did not worked as intended use. Unknown if the issue occurred during ventilation. No harm to patient or user. The issue may lead to insufficient ventilation or a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation.the issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to find out the definite root cause.